Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer changed the cartridge to resolve the issue and pump therapy was resumed. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.